Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. He customer's blood glucose level was 100-150 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal step correct. Tandem clinical support informed customer that not performing the air removal step correctly is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue.